Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Corrective action involved confirming previous alarms with consecutive cartridges, and technical support decided to replace the pump.